Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event. A review of the event was conducted by an isi medical safety officer and the following additional information was provided: "a patient in their 70s underwent an ion lung biopsy. After biopsies were completed hypotension and bradycardia developed. Work up was notable for a stroke due to endocarditis with a large mitral valve vegetation and bacteremia. Based on the available data the stroke was possibly procedure related in the setting hypotension and mitral valve endocarditis, although it is also possible the adverse event could have occurred independent of the procedure soley due to the underlying endocarditis with a large mitral valve vegetation. It is estimated that 17-33% of patients with mitral valve endocarditis experience stroke which is higher than stroke associated with aortic valve endocarditis. In contrast, stroke is an extremely rare event with bronchoscopy. In a multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) with 5 (0.02%) transient ischemic attacks and 4 (0.02%) total deaths but no strokes. Another multicenter study reported 13 (2.2%) complications with no strokes and no deaths associated with 581 cases. A recent prospective multicenter international study of 1,215 bronchoscopies reported 1 associated death (0.08%) and no strokes. Another prospective series of 415 ion procedures reported 1 cva (0.2%). There was no allegation of a malfunction of the ion system, instrument or accessories associated with the reported complication. The risk of stroke associated with general anesthesia has been reported to vary from 0.1-1.9% in non-cardiac, non-neurologic, and non-major surgery and as high as 10% in the setting of brain or high-risk cardiovascular surgery." Anderson dj, goldstein lb, wilkinson we, corey gr, cabell ch, sanders ll, sexton dj. Stroke location, characterization, severity, and outcome in mitral vs aortic valve endocarditis. Neurology. 2003 cabell ch, pond kk, peterson ge, durack dt, corey gr, anderson dj, ryan t, lukes as, sexton dj. The risk of stroke and death in patients with aortic and mitral valve endocarditis. Am heart j. 2001 facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009;71(1). Ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016;193(1):68-77. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023. Bateman bt, schumacher hc, wang s, shaefi s, berman mf. Perioperative acute ischemic stroke in noncardiac and nonvascular surgery: incidence, risk factors, and outcomes. Anesthesiology. 2009. Selim m. Perioperative stroke. New england journal of medicine. 2007. .

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and experienced a stroke with altered mental status. Findings revealed endocarditis and large mitral vegetation. The targeted nodule was 0.9 cm in size and located in the right middle lobe - medial segment; the lesion was on the pleura (0mm). Instruments utilized included a 21g flexision needle and forceps. Imaging modalities included c-arm fluoroscopy and rebus, and cone beam. Ebus was done for staging. Per the physician, the patient suddenly had hypotension and bradycardia after completion of the robotic biopsy portion of the case. The physician believed that the events could have happened randomly at any time. Per the physician, a CT showed anoxic changes consistent with profound hypotension and while in the ICU, the patient was bacteremic and had endocarditis with a valvular vegetation - likely leading to the cardiac event. The diagnosis obtained from pathology was squamous cell carcinoma (malignant). There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. The patient was admitted after the procedure and discharged 23 days later to a rehab center.